Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found wrong cassette alarm messages after the cassette was latched. Use testing found that the reported issue was verified. It was confirmed there was no sign of fluid ingression. Based on the evidence, a root cause was unable to be determined.